Manufacturer narrative:
(B)(4). The device was returned for evaluation. Based on the evidence found on the returned device, the anterior cuff was missed. This confirmed the reported experience about suture retrieval complaint because cuff miss could appear very similar to the reported suture break. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Evaluation summary: the device was returned for evaluation. Based on the evidence found on the returned device, the anterior cuff was missed. This confirmed the reported experience about suture retrieval complaint because cuff miss could appear very similar to the reported suture break. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, when the device was removed from the patient's anatomy, the suture broke. A second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. Event reportedly occurred within the last week. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.